Event description:
The initial reporter alleged a discrepant non-reactive result for a patient sample tested with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas 6000 e601 module. The initial test result for the patient sample was non-reactive with the hbsag g2 elecsys cobas e 100 v2 assay and reactive with the abbott hbsag assay. After re-centrifugation, the sample was re-tested and remained non-reactive with the hbsag g2 elecsys cobas e 100 v2 assay and reactive with the abbott hbsag assay. The sample was subsequently re-run at a different site using the hbsag g2 elecsys cobas e 100 v2 assay, and the result was non-reactive.

Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6).. The investigation determined that the elecsys hbsag ii assay performed within specifications. The customer confirmed that the onboard stability of the reagent, calibrator, and control was within range, and an instrument check performed by the user indicated no issues. However, the investigation was limited as no calibration or quality control data, pre-analytical information, or patient sample material was provided for further analysis. The customer regarded the non-reactive result obtained with the elecsys hbsag ii assay as correct, and the issue was considered resolved. No additional actions were required.